Event description:
It was reported that stent moved on balloon occurred. The patient underwent percutaneous coronary intervention (pci). The stenosed target lesion was located in the left anterior descending artery. After pre-dilation and non-boston scientific guidewire crossed the lesion, a 38 x 4.00 promus elite mr drug-eluting stent (des) was advanced to treat lesion. However, during the procedure, resistance was encountered, and the device failed to be advanced. The device was withdrawn, and the tip of the stent was found not sitting on the balloon and so it was discarded. The procedure was completed with another 4 x 32 promus elite stent. No patient complications were reported.